Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed that the device power button was not responding. Therefore the device would be unable to power on if needed. There was no patient use associated with this event.